Event description:
It was reported that bd connecta plus3 blue leaked the patient replaced the tee for infusion therapy on (B)(6) 2024, and at 6:34 on may 23 the patient's family noticed that the bed unit was wet and the infusion tube connection was leaking, the nurse searched for the cause along the infusion pathway and found that the tee was cracked and leaking, replaced the tee, explained it to the family, calmed the patient's family, and tried to gain understanding. Translated with deepl.com (free version).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3181290 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information.